Manufacturer narrative:
Correction - h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires was not exposed. The conductor wire was not frayed or broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding wire coming out of insulated cable was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Image review: review of the provided image is consistent with the reported complaint of a damaged cautery wire. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a wire coming out of the insulation cable. There was no report of patient involvement or patient injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: nothing was noted to have fell into the patient's anatomy. Since it takes magnification to see the cable damage in most instances the room staff, even when examining the instrument prior to use, does not see the damage. No loss of cautery was mentioned. Some instruments had the internal wires exposed. It is unknown if thermal damage was observed.